Event description:
It was reported that a ureteral stent was inserted in 2000 for treatment of renal calculi. The stent dislodged. The pt was returned to surgery for removal/replacement of the device. The pt is reported as fine.